Event description:
Three days following implant, the patient presented in clinic with shortness of breath. A pneumothorax was detected, which was caused by a perforation of the right ventricular lead. The lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece with the helix partially extended and clogged with blood and tissue. After cleaning the helix was able to extend and retract. The helix extension length was within specification. A tip stiffness test was performed and values were within specification. Visual inspection of the lead did not find any anomalies.